Manufacturer narrative:
The macroscopic and microscopic examination revealed that two screws broke as a result of torsional overload. The investigation of the locking screw revealed that too high torsional forces acted on the screw and let to the failure in forced rupture mode. Indication for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation, no indication was found for any device related issue. The root cause is attributed to a misuse by the user, because the event description clearly stated that a 1.9mm drill was used for the pilot holes. The screws, however, were identified as 2.7mm requiring the use of a 2.0mm drill.

Event description:
A 1.9mm drill used. Screws were very difficult to put in. Three snapped at head, others were ok.